Manufacturer narrative:
Corrected data: b5-a facility representative reported that during an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise and refractive change over time and endophthalmitis. The lens remains implanted. Cause is reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted. D4: primary unique device identifier (UDI) #: (B)(4). "UDI related data quality updates only." Claim# (B)(4).

Manufacturer narrative:
H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Claim# (B)(4).

Event description:
A facility representative reported that during an implantable collamer lens (icl) implantation procedure, the patient experienced refractive change over time and endophthalmitis. The lens remains implanted. Cause is reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.